Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was in his 60's. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) and polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the clip was deployed it locked in a hyper-extended open position and fell into the patient. The clip was retrieved with a biopsy forceps. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results. A visual examination of the returned resolution clip device found that the clip assembly was detached from the delivery system. The clip prongs were noted to be bent and not locked in the capsule. Functional analysis could not be performed due to the condition of the device. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) and polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the clip was deployed it locked in a hyper-extended open position and fell into the patient. The clip was retrieved with a biopsy forceps. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.